Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed noise and low pacing impedance on the atrial lead. The physician elected to cap and replace the atrial lead on (B)(6) 2022. The patient condition was stable.